Manufacturer narrative:
A correlation between the device and the reported subdural hematoma could not be conclusively determined. The device was not explanted for evaluation. Bleeding and strokes are listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed no deviations from manufacturing or quality assurance specifications. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device - 5 months. No additional information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that the patient expired on (B)(6) 2016 due subdural hematoma with progression of midline shift and brainstem herniation. It was reported that the patient had been in a usual state of health until (B)(6) 2016 when the patient found down in the bathroom at home. The family reported that there was significant bleeding from a right cheek facial abrasion. The patient did not recall the events leading up to the fall. The patient was complaining of nausea and vomiting upon arrival to the emergency room. The patient's inr was 2.0 and the blood pressure was 139/109 mmhg. Intravenous mannitol and nicardipine were administered to control blood pressure. A computed tomography (CT) scan of the head revealed a right maxillary sinus fracture, and right subdural hematoma (sdh) with right to left shift. The family reported that the patient was notably confused; however the attending physician reported that the patient was mentating well, moving all 4 extremities, and did not appear to require intubation. Trauma and neurological surgical services were consulted and determined that a burr hole or craniotomy was not required. The patient was transfused with two units of fresh frozen plasma to decrease the inr. It was reported that kcentra was not administered due to possibility of lvad thrombosis. The patient was transferred to the implanting center for further management of the subdural hematoma. It was reported that just prior to transfer the patient had a sudden loss of consciousness, sluggish pupils, upper extremity extension, and up going bilateral babinski's sign. The patient was emergently intubated. A CT scan revealed a progression of the subdural hematoma. The physician opted to administer kcentra after these findings. Another head CT revealed a large subdural hematoma with progression of midline shift and brainstem herniation. Given advanced brainstem herniation and clinical examination comfort measures were recommended by the neurological service. Care was withdrawn and the patient expired. It was reported that the device was operating as expected. No autopsy was performed and the device will not be returned for evaluation.